Event description:
It was reported that approximately 9 months post promus stent implantation in a restenosed non-abbott bare metal stent, in the mid left anterior descending artery (mlad), in-stent restenosis occurred. The patient was hospitalized on (B)(6) 2011 and on (B)(6) 2011, a non-abbott stent was implanted inside of the restenosed promus stent. After stent implantation, blood flow to a side branch was reduced and on (B)(6) 2011, the patient died of acute cardiac arrest. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Promus stent implanted in a restenosed stent. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported ischemia, restenosis and death are listed in the promus instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the promus stent was used to treat in-stent restenosis of another stent. It should be noted the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects.